Event description:
The device was used during an unspecified procedure. Reportedly, the sleeve disengaged. The surgeon was able to complete the procedure with the device. The hospital has reported no pt injury occurred.